Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for examination. The pta5 was returned with an unknown wire guide with a curved distal end lodged inside the balloon catheter. The wire was not able to be removed from the catheter. Both marker bands were missing from the balloon catheter. Balloon is separated and only the proximal section was returned. 1 cm of the balloon tubing at the proximal end is accordion. The balloon segment that was returned burst radially. A document-based investigation was performed. A review of the device history record shows non-conforming events; however, all non-conforming product was either scrapped or re-worked as appropriate prior to completion of the final lot. There were no other reported complaints for this lot number. The customer stated the balloon was inflated according to packaging. The customer also stated that vessel calcification was present. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, it is likely that patient anatomy contributed to the device failure. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Two advance 35 lp low profile balloon catheters were used in a percutaneous transluminal angioplasty of the superficial femoral artery. It was reported that the first balloon (1820334-2017-03626) burst at the intersection, but was still able to be pulled through the introducer. A second balloon (1820334-2017-03627) ripped apart into two pieces and was retrieved with a snare. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.